Manufacturer narrative:
Continuation of d10: product ID: tm90q0, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90q0, serial/lot #: (B)(6), ubd: 30-apr-2025, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and g astrointestinal/pelvic floor therapy. It was reported that a little over a month ago they had to have a minor surgery where the implant had to be shut off. Patient said just recently they started to have to "go" a little more often" about 3 weeks ago or so and patient wondered if the healthcare provider (hcp) had forgotten to turn the therapy back on. Patient said they weren't getting urgency like they used to but they were urinating more frequently. During call agent attempted towalk patient through connecting to therapy app but "device not responding" kept coming up. Agent had patient ensure communicator was not plugged in and that communicator was positioned over implant (pt held communicator in different orientations), the communicator was connected to handset (bluetooth light was going solid blue when pt was trying to enter therapy app) and retried multiple times but "device not responding" persisted. Patient said that their first device implant lasted 7 years so they didn't think their current implant battery would be depleted. Pt mentioned that they barely feel their implant but said they had never been able to feel their implant very much. Pt mentioned that they fell hard on their butt about a year ago december but they went and got checked out after that and found out that they had "no st ructural" damage but device wasn't checked. Agent emailed repair to send replacement handset to patient. Patient may call back once they receive replacement handset to rule out handset as the issue. If new handset doesn't resolve the issue please redirect patient to hcp. Additional information was received from the patient. Patient called back from phone number on file saying they received replacement handset. Replacement handset came in kit with new communicator. During call agent was walking patient through attempting to set up new communicator and handset and patient saw "handset update required, exit" come up. Patient was only able to see this message when attempting to enter therapy app. Pt powered off/on handset and this didn't resolve issue. Agent consulted with healthcare it (hcit) and troubleshooting did not resolve the issue. Pt still had possession of their original communicator and hcit attempted to troubleshoot with original communicator but this did not resolve the issue, patient received the same 'handset update required' message. Pt did not want to be sent additional replacement equipment. Ps sent message to field to notify of situation and redirected patient to hcp. Patient also repeated that they still had more urinary frequency than they used to so they would like to be able to adjust therapy. Additional information was received from a manufacturer representative (rep). The company rep was transferred from hcit. It was reported that the rep was stuck on a "communicator update in progress" screen and needed assistance on a patient's a13 handset. Rep was with the patient at the time of the call and had already done necessary troubleshooting with hcit regarding "handset update required" message with a13 handset. The troubleshooting included navigating the user to the connection settings, confirming bluetooth is on, manually connecting the communicator in the bluetooth settings, navigating to therapy (which prompted a communicator update needed message), resetting the network and handset, confirming bluetooth was on, manually connecting again and navigating to the therapy to notice the same message prompt. Agent navigated the user to confirm the software information on system update and they noted the date was in 2024. Process for replacing the handset was continued. Agent reached out to customer service, provided information, device replacement process began. Rep gave the patient their own personal programmer to use and requested replacement devices be shipped to them directly. Requested replacement handset and communicator from repair per recommendation from hcit. Reviewed with rep that a return label will be included to ship back the affected devices to repair.

Manufacturer narrative:
H3: analysis of the communicator (B)(4) gu us (s/n: (B)(6) revealed the communicator passed its bench test and failed its final functional jbal test. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.